Event description:
It was reported that during device changeout due to eri (elective replacement indicator), the right ventricular lead failed the defibrillation threshold test. All lead parameters were within normal limits including high voltage impedances, but per the physician it was noted that the location of the lead was in a sub-optimal non-apical position. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.